Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the emitter would not track instruments during the procedure. The reported issue occurred after the emitter was functioning as designed earlier in the procedure. The site then attempted to use a second emitter which powered on but would not track. The navigation system was restarted to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.